Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72402970 serial number: n/a batch/lot number: 416863018 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly and the patient expressed dissatisfaction with the pump. Upon inspection, fluid loss was noticed. As a result, the device was explanted and a new non-bsc device was implanted. No patient complications were reported.